Event description:
A customer obtained multiple, reproducible, unexpected vitros phyt results (11.9, < 3.0 vs. An expected result = 6.16 ¿g/ml) from a proficiency sample when run on a vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report that patient samples were questioned at the time of the event. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple, reproducible, unexpected vitros phyt results were obtained from a proficiency sample using a vitros 5,1 fs chemistry system. The root cause of this event is user error due to inappropriate sample dilution. The instrument operated as intended. There was no evidence that an instrument or reagent related issue contributed to the event.